Event description:
The customer reported the system continues to lock-up. There were several occurrences of this incident. The patient was not harmed and they simply rebooted to finish the case. The next occurrence was the patient was again not harmed but the case was delayed for another reboot due to this problem.